Manufacturer narrative:
H3, h6: no evaluation could be made, no conclusion could be drawn as no device was returned. H4: synthes is unable to determine the manufacture date without a lot number.

Event description:
A 4.5mm cannulated screw, implanted in the ankle of the patient, was noted as bent 6 weeks post implant. Reportedly the patient was playing football. Surgeon has no immediate plans to remove the bent screw.